Manufacturer narrative:
Concomitant products: non-carefusion secondary set; 100ml baxter bag, ndc (B)(4), lot, p344226, exp jun 2017, 0.9% sodium chloride injection; 1000ml baxter bag, ndc (B)(4), lot y011809, exp aug 2017, 0.9% sodium chloride injection therapy date (B)(6) 2016. The customer¿s report that the device did not alarm for IV infiltration was confirmed. The pcu event log showed the system was powered on at 11:17 pm on (B)(6) 2016 and the user restored the previous basic infusion at 100ml/hr. At 11:21 pm, the user programmed a custom concentration secondary infusion of levetiracetam to infuse at 400ml/hr over 15 minutes, with a vtbi of 100 ml. At 11:23 pm, the device alarmed for patient side occlusion and the infusion was restarted. At 11:37 pm, the secondary infusion completed and the device transitioned to the primary infusion. At 12:06 am on (B)(6) 2016, the device alarmed for patient side occlusion and the infusion was restarted. At 2:08 am, the primary infusion completed and the device transitioned to kvo. At 2:12 am, additional vtbi of 950 ml was programmed and the infusion was restarted. At 7:47:23 am, the device was channeled off, which powered off the system. The volume recorded as being infused during this period was 792.86ml for the primary infusion and 105.016ml for the secondary infusion. Visual inspection showed no anomalies with the device. The root cause of the reported infiltration could not be identified; however the log indicates multiple restarts following occlusion alarms. The pump module is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions.

Manufacturer narrative:
Concomitant medical products: ref # (B)(4), clearlink system secondary medication set with duo-vent spike; therapy date (B)(6) 2016. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient with an infusion of 1000 ml of 0.9% of sodium chloride at 100 ml/hr, and an ivpb of 1500 mg of levetiracetam in 100ml of 0.9% sodium chloride to infuse every 12 hours at 400ml/h over 15 minutes was noted to have an infiltration in the left arm, resulting in swelling, blistering, and sloughing of tissue in the patient's left hand. The patient was referred to the burn clinic for the treatment of first and second degree burns. The customer stated that the pump did not alarm for occlusion as they expected it to; information was provided to the customer that the device is neither designed or intended to detect infiltrations and does not alarm under infiltration conditions.